Event description:
It was reported that plastic surgery clinic providers have noted 7 patients experienced issues with jp drain bulbs holding suction. All the patients who experienced issues had surgery at (B)(6).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "lumen kinked or collapsed during use". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications: wound drains are used to remove exudates from wound sites. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adaptor and reservoir) is necessary for proper system function. Leaving the soft silicone elastomer drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may effect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Evacuators should be used in cardio-thoracic surgery only after the lung is fully expanded and all air leaks have sealed. Drain perforations or channels must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. To avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Complications: complications which may result from the use of this suction drainage system include the risks associated with methods utilized in the surgical procedure, as well as the patients degree of intolerance to any foreign object in the body. The advantages of wound drainage, particularly closed system drainage, are lost if an air-tight seal between the drain and the skin where the drain emerges is not achieved, or if the drain is allowed to become occluded or if the reservoir is not activated properly, doesn¿t function properly or is not monitored. Evacuators should be emptied and re-activated when required per hospital protocol. In the event an air-tight seal is not achieved, the reservoir will rapidly fill with air from the leak; subsequent drainage to the reservoir will occur only if allowed by gravity and wound exudate forcing the flow. Entry into the reservoir is allowed only by displacement of air in the reservoir by wound exudate flow. In this displacement process, air reflux from the reservoir to the wound can occur and increase the likelihood of back-contamination across the anti-reflux valve. In the event of drain occlusion by fibrin, clots, or other particulate matter, all wound drainage via the drain ceases. If the reservoir is not emptied when it is full, equilibrium between the drain and reservoir at wound pressure will ultimately occur and drainage from the wound site will cease. When the reservoir and drain are at the same pressure and the reservoir is full of fluid, the likelihood of back-contamination across the anti-reflux valve is increased. When used to drain the pleural cavity in the presence of an air leak, drains must be attached to an appropriate pleural cavity drainage system to prevent tension pneumothorax. Drain placement: the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. Care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that plastic surgery clinic providers have noted 7 patients experienced issues with jp drain bulbs holding suction. All the patients who experienced issues had surgery at rochester methodist campus complaint received via email on (B)(6) 2023,it was reported that the wound drainage one was 19 french version. The issue was they needed to identify which evacuator need to go with the drains, as they were having issues with the suction and holding air. The representative advised the customer since those were silicone drains should be able to use any of our silicone bulb evacuators. The customer tested the drain with an attached bulb under water this morning and where the bulb attaches to the drain, it slowly leaked air and decompressed. Per additional information received via liberator email on (B)(6) 2023, the issue was that customer are concerned the evacuator bulbs do not work with their compatible silicon drains. The lot number was nghu0210 for the bulb evacuator. Before, we pulled multiples off the shelf as they each had different lot numbers. The impact to the patients were delayed recoveries and our last patient ended up with a hematoma forming. That had been an issue for apparently 2 months now but was never brought to my attention to investigate. The working providers within the breast and plastic space are unwilling to use the evacuator and drains until this has been resolved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "bulb not to specification / pin-hole crack in bulb". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: wound drains are used to remove exudates from wound sites. Contraindications: none known. Precautions: ensure that the wound site is dry and free of debris before closure. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. If the drain is occluded, irrigation and/or aspiration of the drain may be required. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. Suction must be discontinued prior to the removal of the drain. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: drain to suction source. Y-connector (when applicable): drain to y-connector; y-connector to suction source. Di (2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. Blood collected using the evacuator must not be re-infused as it may be a cause of potential infections. Do not use in patients who are allergic to materials used in bard® drain products. Do not bypass or inactivate the anti-reflux valve. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying suction directly to the drain. If an air-tight seal between the drain and the skin (where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. Leaving the drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Drain perforations must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. To avoid the possibility of drain damage or breakage, please follow these steps: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. This is a single use device. Do not reuse. Do not re-sterilize. Note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose of it as per the hospital protocol in the appropriate biohazard/sharps container. Important: check for fluid entering closed wound suction evacuator. Lack of flow may indicate all exudate has been removed. When not using auxiliary suction during surgical wound closure, several activations of the closed wound suction evacuator may be required to establish suction because of the following: air entering partially closed wound. An operative air pocket. The attached strap may be used to secure the evacuator to the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that plastic surgery clinic providers have noted 7 patients experienced issues with jp drain bulbs holding suction. All the patients who experienced issues had surgery at (B)(6). Complaint received via email on 03nov2023,it was reported that the wound drainage one was 19 french version. The issue was they needed to identify which evacuator need to go with the drains, as they were having issues with the suction and holding air. The representative advised the customer since those were silicone drains should be able to use any of our silicone bulb evacuators. The customer tested the drain with an attached bulb under water this morning and where the bulb attaches to the drain, it slowly leaked air and decompressed. Per additional information received via liberator email on 21nov2023, the issue was that customer are concerned the evacuator bulbs do not work with their compatible silicon drains. The lot number was nghu0210 for the bulb evacuator. Before, we pulled multiples off the shelf as they each had different lot numbers. The impact to the patients were delayed recoveries and our last patient ended up with a hematoma forming. That had been an issue for apparently 2 months now but was never brought to my attention to investigate. The working providers within the breast and plastic space are unwilling to use the evacuator and drains until this has been resolved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "lumen kinked or collapsed during use". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿indications: wound drains are used to remove exudates from wound sites. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adaptor and reservoir) is necessary for proper system function. Leaving the soft silicone elastomer drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may effect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Evacuators should be used in cardio-thoracic surgery only after the lung is fully expanded and all air leaks have sealed. Drain perforations or channels must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. To avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Complications: complications which may result from the use of this suction drainage system include the risks associated with methods utilized in the surgical procedure, as well as the patients degree of intolerance to any foreign object in the body. The advantages of wound drainage, particularly closed system drainage, are lost if an air-tight seal between the drain and the skin where the drain emerges is not achieved, or if the drain is allowed to become occluded or if the reservoir is not activated properly, doesn't function properly or is not monitored. Evacuators should be emptied and re-activated when required per hospital protocol. In the event an air-tight seal is not achieved, the reservoir will rapidly fill with air from the leak; subsequent drainage to the reservoir will occur only if allowed by gravity and wound exudate forcing the flow. Entry into the reservoir is allowed only by displacement of air in the reservoir by wound exudate flow. In this displacement process, air reflux from the reservoir to the wound can occur and increase the likelihood of back-contamination across the anti-reflux valve. In the event of drain occlusion by fibrin, clots, or other particulate matter, all wound drainage via the drain ceases. If the reservoir is not emptied when it is full, equilibrium between the drain and reservoir at wound pressure will ultimately occur and drainage from the wound site will cease. When the reservoir and drain are at the same pressure and the reservoir is full of fluid, the likelihood of back-contamination across the anti-reflux valve is increased. When used to drain the pleural cavity in the presence of an air leak, drains must be attached to an appropriate pleural cavity drainage system to prevent tension pneumothorax. Drain placement: the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. Care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that plastic surgery clinic providers have noted 7 patients experienced issues with jp drain bulbs holding suction. All the patients who experienced issues had surgery at rochester methodist campus complaint received via email on 03nov2023,it was reported that the wound drainage one was 19 french version. The issue was they needed to identify which evacuator need to go with the drains, as they were having issues with the suction and holding air. The representative advised the customer since those were silicone drains should be able to use any of our silicone bulb evacuators. The customer tested the drain with an attached bulb under water this morning and where the bulb attaches to the drain, it slowly leaked air and decompressed. Per additional information received via liberator email on 21nov2023, the issue was that customer are concerned the evacuator bulbs do not work with their compatible silicon drains. The lot number was nghu0210 for the bulb evacuator. Before, we pulled multiples off the shelf as they each had different lot numbers. The impact to the patients were delayed recoveries and our last patient ended up with a hematoma forming. That had been an issue for apparently 2 months now but was never brought to my attention to investigate. The working providers within the breast and plastic space are unwilling to use the evacuator and drains until this has been resolved.

Event description:
It was reported that plastic surgery clinic providers have noted 7 patients experienced issues with jp drain bulbs holding suction. All the patients who experienced issues had surgery at (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.